Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for 00515048201 lot number z000010795, review noted no related non-conformance, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported from (B)(6) hospital that during the surgery, the saline water pressure of this product was too low to use. On (B)(6) 2019, a returned product investigation was performed on the 00515048201. The physical evaluation revealed that the device had a deformed battery pack and the device could not be evaluated for functionality. The results of the returned product investigation have not confirmed the reported event. The returned product investigation could not confirm the reported event as the battery pack was returned damaged and the device could not be evaluated for functionality. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during the surgery, the saline water pressure of this product was too low to use. Therefore, the surgeon used an alternative same product to complete the surgery. The investigation identified a melted battery pack. No adverse events were reported as a result of this malfunction.